Manufacturer narrative:
Additional information was provided which noted there were no complications at explant. The replacement lens was a pcb00 20.0 diopter lens and the patient was doing excellent when discharged. Device available for evaluation ¿ yes, returned to manufacturer on 9/13/2017. Device evaluation the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in half most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Date of event: unknown, exact date not provided, best estimate 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient had bilateral intraocular lens (iol) implants. A zxt150 20.0 diopter intraocular lens (iol) was implanted in the left eye (os) on (B)(6) 2017. It was later explanted on (B)(6) 2017, due to patient complaints of subjective visual disturbances, glare sensitivity, and halos. It was also reported that the patient has stopped driving. The doctor was not sure if the replacement would be the same model lens, a different diopter, 19.5 or another lens model. No additional information was provided. Note: this complaint folder will address the patient's left eye. The patient's right eye will be addressed in a separate MDR.